Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. The initial reported events of increasing pacing impedance, high svc impedance and sensing integrity counter (sic) were previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medial products: product ID: d334vrg ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an increase in the right ventricular (rv) lead pacing impedance and high impedance on the superior vena cava (svc) defibrillation coil. In addition, a rise in sensing integrity counters (sic) was noted which may have been due to the patient undergoing coronary artery bypass graft (CABG) surgery. The lead was explanted and replaced. No patient complications have been reported as a result of this event.